Event description:
Pt's mother somehow has 2 continuous rates set up on pump and at 1 am, pump rate will be 0.0ml/hr. Advised to switch pump and pharmacy would send new one as there may be an issue with programming. No harm to pt. Pt to return pump. Replacement shipped. Reported to (B)(6) by pt/caregiver.